Manufacturer narrative:
The device will not be returned to gyrus acmi. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Stents were placed bilaterally in the patient. Stents collapsed, preventing proper urine flow/drainage. Patient returned to the hospital very ill 3-4 days later. Renal failure was diagnosed as a result.